Event description:
Medtronic rec'd info that a contegra pulmonary valved conduit was explanted when the pt became hypoxic. Catheterization/echo showed absent lpa, a filling defect in the rpa, and moderate conduit insufficiency. At explant, there were intra-operative findings of thrombus in the valve cusps at the pa bifurcation and the lpa. Large clots were observed throughout the device at explant. As reported, the pt was not on anticoagulation medication after the valve implant, but was placed on a heparin drip after the explant.

Manufacturer narrative:
Analysis: no device specific info was available, therefore, a review of the device history record was not possible. A section of valved conduit, 1.5 to 2 cm in length was rec'd for analysis. A piece of thrombotic appearing host material was also rec'd in the container with the conduit. The material has two leaflet shaped nodules indicating that the nodules may have filled the leaflet. The leaflets are flexible. Two leaflets are intact except for at the tops of the commissures where the conduit wall had been cut off during retrieval. Part of the third leaflet was removed when a sample of the tissue was removed during retrieval. The gross analysis shows that the moderate conduit insufficiency may have been due to host material that filled two leaflets. Radiography shows no evidence of mineralization in the valved conduit. Conclusion: analysis of the returned product indicates that the reduced effectiveness of the product was related to pt conditions.